Event description:
A patient underwent a port placement procedure using the implanted port. During the procedure it was noted that there was a blockage. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port clear vue implantable port was returned for evaluation. Visual, microscopic and functional evaluations were performed on the returned device. The port was patent to both infusion and aspiration without issue. Minor puncture access of the port septum was noted. Therefore, the investigation is unconfirmed for the reported port found blocked issues as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier), g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D1 (medical device brand name), d4 (medical device catalog #, medical device expiration date, medical device lot #, unique identifier (UDI) #), g3 section a through f t:he information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
A patient underwent a port placement procedure using the implanted port. During the procedure it was noted that there was a blockage. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records cannot be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the implanted port. During the procedure it was noted that there was a blockage. There was no reported patient injury.